Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently, the aneurysm is 6 cm in diameter. It was reported that the patient was in with other health issues and was symptomatic. A CT was done, which showed part of the abdomen. The talent device has migrated 5 cm from the renal arteries resulting in a proximal type I endoleak. The stent graft has fallen into the aneurysm sac due to infrarenal neck dilatation. The device was relined with two endurant stent grafts. No additional clinical sequelae were reported. The patient is fine.